Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 624470, 628100-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain : back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), device allergy ("allergic or hypersensitivity reaction: allergy to pet fibers on essure devices"), fatigue ("fatigue"), allergic oedema ("rashes or skin conditions: general allergic reaction with swelling and lot of pain"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction"), rash ("rashes") and sensitive skin ("skin sensitivity") and was found to have weight increased ("weight gain/ loss (specify which one)gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, back pain, vaginal haemorrhage, menorrhagia, device allergy, fatigue, vaginal discharge, weight increased and abdominal pain outcome was unknown and the allergic oedema, hypersensitivity, rash and sensitive skin had resolved. The reporter considered abdominal pain, allergic oedema, back pain, device allergy, fatigue, hypersensitivity, menorrhagia, pelvic pain, rash, sensitive skin, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Lot number (628100) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2019: quality safety evaluation of ptc(product technical complaint). Allergy to metals was updated to device allergy following internal review we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 624470,628100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain : back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("allergic or hypersensitivity reaction: allergy to pet fibers on essure devices"), fatigue ("fatigue"), allergic oedema ("rashes or skin conditions: general allergic reaction with swelling and lot of pain"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction"), rash ("rashes") and sensitive skin ("skin sensitivity") and was found to have weight increased ("weight gain/ loss (specify which one)gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, back pain, vaginal haemorrhage, menorrhagia, allergy to metals, fatigue, vaginal discharge, weight increased and abdominal pain outcome was unknown and the allergic oedema, hypersensitivity, rash and sensitive skin had resolved. The reporter considered abdominal pain, allergic oedema, allergy to metals, back pain, fatigue, hypersensitivity, menorrhagia, pelvic pain, rash, sensitive skin, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Lot number and lab data added. Events pelvic pain, back pain, abnormal bleeding (vaginal), menorrhagia, allergic or hypersensitivity reaction: allergy to pet fibers on essure devices, fatigue, rashes or skin conditions: general allergic reaction with swelling and lot of pain, vaginal discharge, weight gain/ loss (specify which one)gain, abdominal pain, allergic reaction, rashes and skin sensitivity were added. Reporters, patient demographics, essure insertion and removal dates added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.